Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's pacemaker transmissions, revealed inappropriate automatic mode switch episodes due to far r-wave oversensing. Programming changes were discussed, no intervention was performed. The patient's condition was stable throughout the event.

Event description:
New information noted that programming changes were made on (B)(6) 2019.